Event description:
Follow-up identified the patient's ipg was explanted and replaced. Stimulation was restored post-operatively.

Event description:
After further review, it was determined that it should be noted that the patient turned off stimulation for the rfa procedure in (B)(6) of 2015 and did not turn stimulation back on afterwards.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
The patient has two scs systems. This issue pertains to the cervical ipg. It was reported the patient underwent radiofrequency ablation (rfa) early november, and endured an automobile accident two days after the procedure. The patient turned off both her systems at the time of the rfa procedure, and had not turned them back on afterwards. The patient is currently unable to establish communication with the ipg using multiple external devices. This issue was confirmed by an sjm representative. The physician is unable to determine if rfa or the accident may have caused an issue. Surgical intervention will be taken as the next course of action. Date of event is unknown. The other ipg has been reported under reference MFR. Report: 1627487-2016-00463.